Event description:
Adverse event(s): "no impact reported." (No consequences or impact to patient). Product problem(s): "cassette would not prime." (Failure to prime); "system switched out" (no code available); "cutter would not cut" (no code available). The customer reported several issue with the constellation paks. The black thing at the end of the probe tubing that connects to the console came apart. The cassette would not prime, we even changed consoles and it still would not prime. The cutter would not cut and it was making a much louder than normal sound. No patient impact was reported. Additional follow-up information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).